Event description:
A report was received that a pt was burned by the charger while trying to charge the ipg. The pt's symptoms included blanching, blistering, pain, and redness. The burn was the size of the ipg, and on the pt's right hip. The pt's physician treated the burn with IV antibiotics and drained the blister. The burn has since healed, and the pt is reportedly doing well.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.